Event description:
The femoral reference instrument (2-pin ref ts3) was not in its surgical tray at the beginning of a navigated total knee surgery after the patient had been anesthetized. The continuation of the surgery was delayed 1.5 hours with the patient under anesthesia until a second femoral reference was obtained. The surgical incision had not been initiated until after the initial delay. The surgery was completed without any further effects.

Manufacturer narrative:
The surgical tray had reportedly been checked for completeness before being given to the sterilization process department in preparation for the surgery.